Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized "for an unreported reason". The patient was treated with vancomycin injection (1gm, intravenous, every 3rd day), targocid injection (1g, intravenous, once daily), and amikacin injection (125 mg, once daily) for peritonitis. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.